Manufacturer narrative:
MDR 2517506-2019-00385 was filed on 15-oct-2019. Additional information (11-feb-2020): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant cardiac troponin I (ltni) results and reporting delay. Hsc evaluated the information provided and the instrument data files. No product non-conformance was identified with either the dimension xpand plus w/hm instrument or the ltni assay. Quality control was within acceptable limits on the date of sample processing. Since the event occurred, no other discrepant sample results for ltni have been observed by this customer. The cause of the isolated event is unknown. Hsc noted that the pattern of obtaining original result of "below assay range" with the diluted sample recovering an unexpected value and the alternate technology yielding different results, is typical of a sample containing a heterophilic antibody causing non-specific binding. As stated in the instructions for use (IFU) for the dimension ltni assay, "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference from all patient specimens cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution". The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported a delay in reporting of a cardiac troponin I (ltni) patient result was obtained on a dimension xpand plus w/hm instrument. Siemens healthcare diagnostics headquarters support center (hsc) is investigating the event.

Event description:
A delay of reporting a patient result for cardiac troponin I (ltni) occurred on the dimension xpand plus w/hm instrument. The results obtained on the dimension xpand plus w/hm instrument were not reported to the physician. The same sample was tested at an alternate facility with a non-siemens methodology and a negative result was obtained and reported. There are no known reports of patient intervention or adverse health consequences due to the delayed ltni result reporting.